Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 16-mar-2017 replaced dirty syringe tips, installed new rotor seal and stator face on injection valve. Ran approximately 40 samples and controls with good repeatable results. The most probable cause of the reported event was lack a faulty rotor seal.

Event description:
On (B)(6) 2017 the customer reported low ta with their hlc-723g8 analyzer. Customer reported that they are getting more frequent low ta on patient samples only. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.